Event description:
The facility clinical engineer reported that medication free flowed during patient use. The hospital representative stated that there were no reports of patient injury or medical intervention. The facility tested the device and could not duplicate the reported problem. This device is currently back in service. No additional information is available.

Manufacturer narrative:
Baxter requested the device for evaluation, but was informed that the device was back in service and would be difficult to locate. Baxter made attempts to collect additional information regarding this event. No additional information has been received. Should the device be received for evaluation or if additional information becomes available, a follow-up report will be filed.